Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the reported phenomenon cannot be conclusively specified. However, based upon the information from olympus korea and instructions for safe use (IFU), omsc surmised there was the possibility this phenomenon was attributed to a part of the biopsy valve might have been damaged and dropped into the channel because when inserting the endo therapy accessory, the tip of its biopsy valve was not closed or it was not inserted and removed straight and slowly into the slit of the biopsy valve. [Reference information] information including photos from olympus korea showed that the foreign object stuck in the channel. Omsc determined that its foreign object was part of the biopsy valve. Instructions for safe use (IFU) instructs ¿when inserting or removing the onotherapy, make sure the tip of the onotherapy is closed or placed in the inside of the sheath before inserting / removing the onotherapy straight and slowly into the slit of the biopsy valve. Otherwise, the biopsy valve may be damaged and debris may fall off¿. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus korea for evaluation. Olympus (B)(4) checked the subject device. It was confirmed the reported phenomenon and the foreign object was removed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the foreign object was jammed in the suction channel of the subject device at the preparation for use. There was no patient injury associated with this report.